Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad damaged, melted, with a small portion detached and not returned with the device. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No conclusion could be reached as to what caused the damaged to the insulation of the pin. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.